Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer was unable to open. A technical support specialist (tss) remoted into the station and tested with tester found no issues. The fse updated the power settings and rebooted the station. The system functioned as intended after the technical support specialist troubleshot device.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower aux, had a drawer that was unable to open. The customer stated that the malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.